Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal missing. There was evidence of the error found in the event history log. The customer reported problem was not verified/duplicated. The device passed functional testing. No fault was found based on the reported problem. However, due to the multiple high alarm displayed: downstream occlusion in event log, it was recommended replacing the downstream occlusion sensor as preventative measure and to ease customers concerns. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented a downstream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email and attached in complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the pumps were received at our facility for repair and recertification.